Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. On 12/21/2015 a medtronic representative, following-up at the site, reported a visual check for (B)(4)/cd horizon solera mast driver and (B)(4)/screwdriver solera rdn mast were conducted. It was confirmed that there was no anomaly in (B)(4)/screwdriver solera rdn mast at visual. Return requested. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, that the site's solera screw was attached to the solera mast driver and had a loose connection. The screw was tightened again and was inserted into the patient. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The suspect driver was returned to the manufacturer for analysis. The driver was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: device manufacturing date reported incorrectly on follow up report #1. Corrected device manufacturing date now provided: 04/30/2012.

Manufacturer narrative:
Patient information was refused to be provided by the surgeon. Device lot number now provided. Device manufacturing date now provided.